Event description:
Patient reported left side "deflation". Healthcare professional later confirmed "deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed. As unidentified (tear)/ and one opening assessed. As surgical damage. Shell thickness was within specification). As per the investigation procedure: crease and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, left side "deflation". Healthcare professional, later confirmed, "deflation". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.